Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to high pacing thresholds and loss of capture. Lead was replaced and no additional adverse patient effects were reported.